Event description:
Coiling treatment of an aneurysm. It was reported during coil re-positioning, the coil detached inside the catheter with a portion inside the aneurysm. The physician was able to retrieve the coil by aspirating through the syringe connected to the catheter. No pt injury reported.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The pusher assembly was found broken; when it broke, this likely led to the coil becoming detached.